Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03224. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 33 mm watchman ® laa closure device & delivery system was used. The delivery system was advanced into the access system and positioned in the laa. The closure device was deployed and successfully released. About two hours post procedure in the post anesthesia care unit (pacu), the patient¿s blood pressure dropped. A pericardial effusion with cardiac tamponade was noticed. A pericardiocentesis was performed and the drain was left in the patient. The patient was monitored and remained stable. They were discharged a few days post procedure.